Manufacturer narrative:
13-nov-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer called stating the tampon strings were coming undone, and the wrappers were open. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer called stating the tampon strings were coming undone, and the wrappers were open. No injury was reported.